Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred.